Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died in their home. Torsade de pointes was determined to be the cause of death. The device was interrogated post mortem and there appeared to be ventricular fibrillation (vf) events prior to the time the patient was discovered unresponsive. The patient family was concerned that there may have been a device failure leading to the patient death. No additional information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.